Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 271 mg/dl. Customer disconnected from the pump and returned to their back-up plan. The compromised force sensor system alarm occurred right after the motor error alarm during the pump rewind. Customer was not able to clear the alarm